Event description:
Previous medwatch submission noted lymphadenopathy. Upon further information, allergan has determined that the event of lymphadenopathy did not occur.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.2, b.5, d.6a, d.9, g.2, h.1, h.6.

Event description:
Patient reported swollen lymph nodes on the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.